Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported they had blood clots, pulmonary embolism, and left deep vein thrombosis. The patient was concerned the coating on the leads may have caused the clots. The leads remain in use. No further patient complications have been reported as a result ofthis event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.